Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while this pacemaker dependent patient was in the hospital for an unrelated issue, noise on the right ventricular (rv) channel and approximately six seconds of pacing inhibition were observed on the electrogram. The physician suspected a lead to device header connection issue, so the patient was scheduled for a revision procedure. Upon opening the pocket, the physician was able to recreate the noise and pacing inhibition by pushing on the rv lead. Subsequently, the rv lead was taken out of and reinserted into the device header, the seal plug was burped and no other issues were observed. It was noted that there had been no out of range impedance measurements on the rv lead and the patient did not experience any adverse effects.